Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation on her right side") and pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure coils were present, only in her left fallopian tube". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), nausea ("nausea"), abdominal distension ("excessive abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent surgery to remove her essure coils on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain, dyspareunia, nausea, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, back pain, discomfort, dyspareunia, menorrhagia, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: on or around (B)(6) 2013, and again on or around (B)(6) 2013, she underwent the essure procedure. She sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results: hysterosalpingogram - on an unknown date: two essure coils were present, only in her left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.